Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition and also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection.

Event description:
It was reported that there was oversensing observed on the right atrial (ra) channel of this cardiac resynchronization therapy defibrillator (crt-d) system. Technical services (ts) reviewed device strips, and determined the clinical observations were related to respiratory rate trend (rrt) oversensing. The ra lead is a non-boston scientific product. Ts discussed troubleshooting and programming options. No adverse patient effects were reported. This product remains in-service.